Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by external stress. The tube not correctly connected to the endoscope may result in insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The olympus representative visited the user facility and replaced the broken connector with a new one. The broken connector has been disposed by the user facility and is not available for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Air/water/instrument channel connector of the device was broken and the user could not attach the connecting tube to the device. There was no report of patient injury associated with this event.